Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The cross section of the broken surface shows no irregularities. The investigation of the complained instrument shows that the tightening nut is cracked and that the holding flanks for the extension blade are deformed. It is possible that the instrument got damaged during an overloading situation, hence the nut was tightened too much. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The tip of the instrument broke. This is 1 of 1 report for (B)(4).